Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a partial display on the insulin pump. Customer does not know if he can still use his sensor. Customer stated that the pump was bumped and mentioned that he had low glucose events that were caused by not being able to see his display. Customer stated that the ambulance came each time due to lows that was caused by the display. Customer stated that when he is out in the heat, the screen gets black and blotchy. Customer can only read it if he angles it in certain way. Customer does not use the bolus wizard. Customer stated that he has a lot of black spots in his screen and when he takes the reservoir out to fill a new reservoir, the pump chips off a piece of the reservoir. Customer stated that he can smell insulin in his pump. Customer stated that when he had a low blood glucose, he was treated by the fire department with an IV and glucose shot.